Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Revision of perform humeral stem and perform reverse glenoid done in USA for chronic dislocation (instability). The standard glenosphere was exchange and the symmetric liner was exchanged, reduced and closed.

Event description:
Revision of perform humeral stem and perform reverse glenoid done in USA for chronic dislocation (instability). The standard glenosphere was exchange and the symmetric liner was exchanged, reduced and closed.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the operative note by the medical expert stated the surgery report of the index surgery reports on the common steps that are performed during reverse shoulder arthroplasty in general and for the device specifically. The device was used as intended, in the case for a massive rotator cuff deficiency. Also the screw in the polyethylene liner was placed during the extraction of the liner. This is a common way to remove a liner from an implant. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the complaint report will be updated.